Event description:
It was reported that during a pci procedure, a pinhole rupture of the maverick2 monorail balloon occurred. The lesion being treated was located in the calcified, 90% stenotic distal circumflex (cx). First, an unknown manufacturer's imaging catheter was inserted but it failed to cross the lesion. Then, an unknown manufacturer's 5f guide catheter crossed the lesion. The maverick2 monorail balloon was inflated and loss of pressure was noted at 6 atms. The number of inflations and to what atms is unknown. A pinhole was noted in the maverick2 balloon after withdrawal. The procedure was completed with another of the same devices, and no patient complications were reported. Patient status was reported as 'good.'

Manufacturer narrative:
The complaint source confirmed that the device has been disposed and no analysis is possible. A review of the manufacturing records for top assembly batch #8295824 found that the device met its material, assembly and product specifications, at the time of release to distribution.